Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of image occurred due to a corroded charged coupled device unit. The final root cause of this event was unable to be identified. During the device evaluation, it was confirmed that the cable was damaged. However, this defect is not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the cable was damaged on the camera head. The issue was found during reprocessing. The intended procedure was a cystoscopy. The procedure was completed using the same device. Inspection and testing of the returned device found the soft sheet of the charged couple device had corrosion, causing no image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.